Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported back-up vvi reset was confirmed in the laboratory and was due to power-on-reset (por). The device went into back-up vvi due to an external defibrillation shock. Review of the device image showed that after inducing the arrhythmia, the device delivered a 15 joule and 25 joule shock that were ineffective, then a 36 joule shock which failed to convert the arrhythmia. The third shock generated an over current detection event and attempted shut-down of the shock (did not deliver a full shock). All subsequent charges were aborted due to a shorted output stage detection (sosd); this is indicative of output circuit damage in the device as three further attempts to charge were aborted. The sosd circuitry is a safety mechanism designed to abort therapy if output circuit damage is detected. Analysis of the device image revealed that after the device failed to deliver the programmed 3rd shock effectively, the external defibrillation shock further damaged the device and caused the por. The device was subjected to bench and automated electrical testing. During testing, damage to the high voltage output circuitry was confirmed. The device experienced an aberrant shock pathway that caused the ocd event; however, the root cause could not be determined. The device was further damaged with the application of the external defibrillation shock and went into por.

Event description:
It was reported that during implant the device exhibited true over current detection and backup operation mode. The device was not used.